Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited respiratory rate trend (rrt) signal oversensing caused by intermittent impedances changes from the ring and spring contact, including at least one ra pace impedance measurement greater than 3,000 ohms. Technical services (ts) discussed programming off the rrt feature and other programming options. This ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited respiratory rate trend (rrt) signal oversensing caused by intermittent impedances changes from the ring and spring contact, including at least one ra pace impedance measurement greater than 3,000 ohms. Technical services (ts) discussed programming off the rrt feature and other programming options. This ICD and ra lead remain in service. No adverse patient effects were reported.